Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used peritoneal catheter (pd) was received for analysis and investigation. Sample returned consisted of one titanium adapter sleeve inside of a generic plastic bag and presented slight signs of use. After visual inspection, the adapter does not shown any defective condition. However, the portion of the silicone tube attached to the adapter shows a torn/hole. The sample was submitted to an underwater test. Bubbles were detected coming out of the silicone tubing through the hole. The most probable root cause could be due to product misuse. According to the instructions for use, use exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, cuts, etc., which could impair its performance. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the patient received peritoneal dialysis cathetering on (B)(6) and ipd treatment on (B)(6). When changing the liquid on (B)(6), the nurse found that there was leaking in the joint of the catheter. After communicating with the patient, the leaking part should be cut off. The ti joint was sterilized and re-installed, and the new outer short catheter was used. The patient thought there was a problem with the quality due to it leaking. Though the joint was able to be reused after being sterilized, the patient was afraid that the sterilizing process may induce infection of patient due to the exposure of catheter.